Manufacturer narrative:
Per exemption number e2016001. Customer returned 57 strips of specified lot. This indicates that the strips are mixed. Returned meter, returned strips, and retain strips were all tested and performed to specification. Complaint unconfirmed. Filing 1 of 2 additional patients with this MDR.

Event description:
Caller reported that meter failed twice today on two separate patients. Caller stated he and other staff performed control checks on the meter and they were within range. Caller reported that both tests were within temperature range. One test was performed at 71° and the other was performed at 75°. Both tests were performed via capillary testing from a fingertip. First patient reading was 142. Emts didn't think it was a diabetic issue, so they treated the patient for stroke issues, and took patient to a stroke center. Eight minutes later at stroke center, they tested blood glucose and it was 32. Meter was put into service in (B)(6) 2018. It is unknown when the test strips were opened, but caller stated it was less than three months ago. Meter and strips are stored in a compartment on the side of the squad. Single use lancets are used on patients. Alcohol wipes are used to clean the patient's finger. They allow the finger to dry thoroughly before lancing.